Event description:
It was reported that the cassette leaked. No patient injury was reported.

Manufacturer narrative:
A sample of two cassettes were returned for investigation. Photos of the device/sample were analyzed. There was no damage identified. During functional testing, a leak was found in the bag; therefore, it is confirmed the failure mode reported. A probable root cause was linked to manufacturing. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.